Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that pacing failure was noted. A device check was conducted which revealed high lead impedance and a polarity switch. A large number of ventricular high rate episodes were observed all caused by oversensing. Pocket manipulation was performed and then noise was reproduced. Lead fracture in the pocket site was thus suspected. An x-ray also suggested lead fracture in the pocket site. A temporary pacing system was used and the pacemaker was programmed to vvi at 50 bpm until a lead revision could be performed. A week later a new lead was implanted. No patient complications have been reported as a result of this event.